Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not register that door was being closed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device would not register door that was closed. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition were determined to be an out of adjustment lower and upper link. The upper and lower link screws requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to reoccur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.